Event description:
A report was received that the patient had died. No further information was provided.

Event description:
A report was received that the patient had died. No further information was provided.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-50, (B)(4), model description: artisan 2x8 paddle lead (lim), 50 cm.

Manufacturer narrative:
A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had died. No further information was provided.